Manufacturer narrative:
Conclusion and justification status: complaint description: the snap ring supplied together with pe inlay did not have the right size. As this was known before (B)(4) a loner kit was available. Customer took the right size snap ring out of the loaner kit. A stop shipment was immediately instigated of all duraloc option continuing care inventory. The investigation revealed that the bill of materials was incorrect for this and two other duraloc option lpw poly inserts sold to (B)(6) (com (B)(4) and com (B)(6)) an immediate action was taken to inform the affected customers of the issue and inform the sales teams to ensure that the appropriate sized locking rings were made available through the orthokit process. A health hazard evaluation was conducted ((B)(4)) which identified that on this occasion seeing that instructions had already been sent to the customers, no further action need be taken. (B)(4) has been opened to investigate and find the root cause and then to put into place a fix to prevent the incident from occurring again. The complaint was found to be justified. The root cause was deemed to have been a processing error. Corrective and preventative actions shall be determined and documented within (B)(4) should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2021.

Event description:
The snap ring supplied together with pe inlay did not have the right size. As this was known before a loaner kit was available. Customer took the right size snap ring out of the loaner kit.